Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnant / pregnancy (no complications)") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's past medical history included gravida ii and parity 2 ((B)(6) 2005; (B)(6) 2015). Concurrent conditions included obesity, ovarian cyst and adnexal mass. Concomitant products included bupropion (wellbutrin), levothyroxine, medroxyprogesterone acetate (depo-provera), metformin and prenatal plus iron. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 3 months 9 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"), the first episode of weight increased ("weight fluctuation / weight gain"), fatigue ("fatigue") and migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), abdominal pain ("cramping"), headache ("headaches") and the second episode of weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - bilateral tubal ligation and essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the pregnancy with contraceptive device, abdominal pain lower, fatigue, migraine, headache and the last episode of weight increased outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, headache, migraine, pelvic pain, pregnancy with contraceptive device, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. (B)(6) 2015- positive home pregnancy test. Most recent follow-up information incorporated above includes: on 25-jul-2018: previously reported event "weight fluctuation" pt changed to "weight increased", event " pain" added, event "dysmenorrhea" outcome updated to "recovered/resolved" from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("pregnant / pregnancy (no complications)") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's past medical history included gravida ii and parity 2 ((B)(6) 2005; (B)(6) 2015). Concurrent conditions included obesity, ovarian cyst and adnexal mass. Concomitant products included levothyroxine, medroxyprogesterone acetate (depo-provera) and prenatal plus iron. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), abdominal pain ("cramping"), dysmenorrhoea ("dysmenorrhea"), weight fluctuation ("weight fluctuation"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - bilateral tubal ligation and essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pregnancy with contraceptive device, abdominal pain lower, dysmenorrhoea, weight fluctuation, fatigue, migraine, headache and weight increased outcome was unknown and the abdominal pain had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, headache, migraine, pregnancy with contraceptive device, weight fluctuation and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. (B)(6) 2015 - positive home pregnancy test. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: reporter information, other relevant history, product information, events-dysmenorrhea, fatigue, migraines, headaches, lower abdominal pain, weight gain, cramping, essure confirmation test(s) conducted, specify no were added. Event drug ineffective was updated to device ineffective. On 4-apr-2018: medical record received: reporter information added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("pregnant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug ineffective "lack of drug effect". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and weight fluctuation ("weight fluctuation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (procedure to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pregnancy with contraceptive device and weight fluctuation outcome was unknown. The pregnancy outcome was not reported. The reporter considered pregnancy with contraceptive device and weight fluctuation to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.